Manufacturer narrative:
Post operative, it was discovered that a piece of a .018 wire was in the pts sub-cutaneous tissue. The complaint sample was not returned for evaluation and a lot number was not provided for a review of the device history record; therefore, the root cause of the complaint could not be determined. It is noted that all assembly procedures require 100% in-process inspection (e.g. Damaged components, missing components, incorrect components, and foreign matter are checked.) Products are assembled per specifications. The guide wire dispenser assembly is 100% checked for bent wires, wavy wires. (Not straight along the length of the wire when laid flat) kinks, burrs, separation in coils and missing welds on ends. In a review of the IFU, it was stated that withdrawal or manipulation of the guidewire when resistance is met may cause guidewire damage, breakage, or embolization. It was difficult to determine the actual root cause without any additional info or sample. If any sample or lot number is provided in the future, the complaint will be re-evaluated.

Event description:
Dr. (B)(6) states that he used his micro puncture needle to access the anterior accessory vein. He then inserted the .018 wire from the mis through the needle. He then placed the dilator and sheath over the wire and removed the wire. He successfully completed the ablation. Post operatively, the pt complained of pain in the hip area. The pt was then x-rayed and the x-ray revealed that a piece of the .018 wire was in the pts sub-cutaneous tissue. The pt was then brought to the radiology suite and the .018 wire was surgically removed from the tissue by dr. (B)(6).